Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It had been reported that the gastrointestinal videoscope had had a stent lodged in the scope. There were no reports of patient harm.